Event description:
It was reported that when the conductor was pulled out it is bent and almost completely off two cm from the top. There is also a small bend another 3 cm in.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked stylet is confirmed and was determined to be use-related. One 3cg stiffening stylet was returned for evaluation. The stylet came bent at a right-angle at the tip. The tip broke off while removing the sample from the sample bag. Microscopic observation revealed the larger segment was observed to have a minor kink proximal to the right-angled kink. The right-angled kink appeared to be located between the interfaces of the magnets. Partial delamination of the polyamide coating was also observed. The core wire appeared to be slightly curved leading up to the break. The tip of the stylet was observed to be present and intact. The kink was likely the result of product use. Possible contributing factors could include advancing or retracting the stylet against resistance, extension of the stylet tip past the trimmed end of the catheter, and/or advancing the catheter/stylet through a tortuous path. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Additional information provided: device was being used in patient when issue occurred. There was no patient harm or additional intervention required. The hcp was present when the issue occurred.